Manufacturer narrative:
After further review MFR# 2916837-2020-00274 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using bd lsrfortessa¿ so biohazard leaked outside of instrument. There was no impact to customer or patient. The following information was provided by the initial reporter: it was reported that the sit is dipping when the instrument is in standby. Are you using this product for clinical diagnostic test? N were erroneous results reported and used to treat a patient? N was there any injury or potential injury? N leak (if yes explain)? N 1. Was the leak contained within the instrument? N/a 2. Was the leak in a customer accessible location? N/a 3. What was the fluid that leaked? N/a 4. What is the source of leak -- waste line or non-waste line? N/a 5. Was the customer exposed to blood or bodily fluids? N/a 6. Was there any physical harm to the customer as a result of the leak n/a software version? Unknown resolution achieved (y/n)? N follow up required (y/n)? Y list of parts shipped (include foc): n/a RMA required (y/n)? N/a 1) was the leak liquid or air? Liquid 2) was the leak contained within the instrument? Not contained 3) was there spray of liquid under pressure? No spray, the leak is a drip 4) what was the fluid that leaked? Unknown 5) did biohazard leak before or after waste line? Before waste line 6) was the waste mixed with decontamination/bleach? No 7) was the customer/bd personnel physically in contact with the fluid? No 10) was there any impact to patient samples due to leak? No

Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd lsrfortessa¿ so biohazard leaked outside of instrument. There was no impact to customer or patient. The following information was provided by the initial reporter: it was reported that the sit is dipping when the instrument is in standby. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? No. Was the leak contained within the instrument? N/a. Was the leak in a customer accessible location? N/a. What was the fluid that leaked? N/a. What is the source of leak -- waste line or non-waste line? N/a. Was the customer exposed to blood or bodily fluids? N/a. Was there any physical harm to the customer as a result of the leak n/a. Software version? Unknown resolution achieved (y/n)? No. Follow up required (y/n)? Yes. List of parts shipped (include foc): n/a. RMA required (y/n)? N/a. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No spray, the leak is a drip. What was the fluid that leaked? Unknown. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Was there any impact to patient samples due to leak? No.